Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The hcp reported that the pump continued to alarm after updating it after the refill. The caller confirmed that the patient was past their low reservoir alarm date. The agent reviewed the issue and advised the caller on how to silence the audible alarm. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
E1: additional phone number for initial reporter - (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.